Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Performed scan of the returned sensor using approved software and the sensor did not scan. The software was reset, and the returned sensor was scanned again, the sensor still did not scan. Therefore, this issue is confirmed due to a nonfunctional application specific integration circuit (asic). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a scan timeout error with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and became distressed, dizzy, nauseous, and experienced weakness. The customer went to the emergency room, was diagnosed with diabetic ketoacidosis, and treated with rapid insulin (dose unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a scan timeout error with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and became distressed, dizzy, nauseous, and experienced weakness. The customer went to the emergency room, was diagnosed with diabetic ketoacidosis, and treated with rapid insulin (dose unknown). There was no report of death or permanent injury associated with this event.